Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. Patient reported his pdm (personal diabetes manager) would not turn on; therefore, he was unable to deliver bolus or correction insulin with his pump. Symptoms reported include hyperglycemia, difficulty breathing, weakness and delirium. The patient was treated with IV (intravenous) fluids and IV insulin, and later transitioned to insulin injections. The patient was released in approximately 1 week. The pod was removed at the hospital. Patient resumed insulin pump therapy once his replacement pdm was received.